Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the cannula did not deploy as intended during activation. The pod was not worn.

Manufacturer narrative:
The device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Inspection of the device found plastic debris on the bottom rotational sensor spring. As the rerun did not replicated the rotational sensor issues the plastic debris could not conclusive be determined as root cause for the rotational sensor issue. However it could be determined that the rotational sensor issue prevented the device to properly deploy.